Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report insulin pump alarmed for no delivery. Blood glucose reading was 217 mg/dl. The customer disconnected the tubing and tried a 1 unit bolus and still received the alarm. Troubleshooting was performed. Found the connection issue to have been caused by an occlusion on the infusion set and reservoir. Advised to change the infusion set and reservoir. Nothing further reported.